Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redt4711 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "during PICC insertion, vessel was accessed with steel needle, introducer wire was deployed and advanced approximately 10cm. Upon failure to advance further, the inserting nurse attempted to remove the steel needle along with the introducer wire simultaneously. The introducer wire would not come out, so the steel needle was removed and the wire could not be removed. Vascular surgery was consulted and the wire was successfully removed by the surgeon by applying increased traction on the wire. The wire is intact but the tip is bent at a 90 degree angle."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the guidewire was tied in a knot was confirmed and it appeared that the guidewire was damaged during use. One 0.018¿ x 50cm guidewire was received in its hoop. The tip straightener was not returned with the hoop. A knot was observed in the coiled segment of the guidewire 1.5mm from the distal weld tip. A microscopic examination revealed a red colored biological residue within the knotted section of the guidewire. A tactual investigation revealed that the weld tip was intact. Due to the evidence of use on the guidewire, it appeared that the wire inadvertently folded over itself and was twisted into a knot during the procedure. It was reported that the guidewire was inserted through the needle, but could not be removed after the wire could not be advanced. Had the knot existed prior to use, the wire would not have fit through the needle. No manufacturing related defects were noted on the complaint sample. A lot history review (lhr) of redt4711 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "during PICC insertion, vessel was accessed with steel needle, introducer wire was deployed and advanced approximately 10cm. Upon failure to advance further, the inserting nurse attempted to remove the steel needle along with the introducer wire simultaneously. The introducer wire would not come out, so the steel needle was removed and the wire could not be removed. Vascular surgery was consulted and the wire was successfully removed by the surgeon by applying increased traction on the wire. The wire is intact but the tip is bent at a 90 degree angle."